Event description:
It was reported that the device had failing the patient occlusion test, reading too high, replaced pressure sensor and still giving high readings. Tried new tubing/bag and completely different infusion analyzer and still giving high readings on the pump. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.